Manufacturer narrative:
Investigation results: the visual inspection showed that the hot jaw was burned and appeared to have silicon residue charred on it. The silicon coating was almost entirely stripped off of the cold jaw. Based upon the visual evidence, the complaint "self-actuated, glowing, and burnt the drapes" was confirmed. Resistance measurements were within specification. The micro switch functioned properly when tested. The pre-cauterizing test results, using the returned cable, a reference cable and a reference power supply, showed that the device did not self actuate. The device passed electrical performance testing. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the hemopro device began overheating immediately when the device was plugged in even though the activation toggle switch was confirmed to be in the off position. They stated that they saw the jaws glowing. It was also reported that the device burnt the drapes. This happened before the pre-cautery test. A replacement unit and cable was used to complete the procedure. The hospital did not report any pt complications.